Manufacturer narrative:
Customer service requested that the customer reset the battery and charge it for 24 hours. In follow up with a complaint handler on (B)(6) 2017, the customer indicated that the pump was working, but the battery was still flashing the low battery symbol and stated that she pumped that morning successfully, but kept it plugged in for most of the time. She stated that she has not yet reset the pump and charged it for 24 hours as instructed by customer service, but will let medela know if it does not resolve the battery issue. She alleged that she had mastitis twice with her now 2-1/2 year old, but does not have it presently with her recent baby. She primarily feeds the baby at the breast because she stays at home with her. The customer indicates that she does not feel that the mastitis occurred as a result of using the freestyle pump because pumping helps her relieve plugged milk ducts which she gets when her babies sleep for long stretches of time. As of the date of this report, no further contact has been made by the customer with medela. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the battery for her freestyle breast pump was not holding a charge. She alleged that she has had mastitis "before," but did not associate it with the pump.